Event description:
It was reported that the right atrial lead exhibited high capture thresholds and high impedance. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.